Manufacturer narrative:
Citation: schuler a et al. Two-in-one using 3d: mitral paravalvular leak closure with concomitant transcatheter valve-in-valve implantation. J cardiothorac vasc anesth. 2018 jun; 32 (3): 1378-1381. Doi: 10.1053/j.jvca.2016.08.040. Epub 2016 sep 3. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6) male patient with a history of congestive heart failure who previously underwent implant of a 25 mm medtronic hancock ii ultra bioprosthetic aortic valve (serial number not provided) and a 27 mm non-medtronic bioprosthetic mitral valve. At an unspecified time later, the patient underwent atrioventricular nodal ablation therapy for chronic atrial fibrillation and placement of an implantable cardioverter defibrillator for recurrent ventricular tachycardia. More recently, the patient presented with symptoms of increasing fatigue and exertional dyspnea. Transthoracic and transesophageal echocardiography (tee) revealed moderate-severe prosthetic mitral valve stenosis and moderate paravalvular mitral regurgitation. Subsequently, a 22 mm medtronic melody bioprosthetic valve (serial number not provided) was successfully implanted valve-in-valve in the degenerated non-medtronic bioprosthetic mitral valve. 3d tee imaging demonstrated trace central mitral regurgitation. No additional adverse patient effects or product performance issues were reported.